Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital with complaints related to erosion. The physician explanted and replaced the pulse generator successfully. The patient was in good condition post surgery. No additional information was reported.